Event description:
There were 3 resolute integrity rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the lcx and one in the left main. It is reported that the second stent implanted in the lcx and the stent in the left main were to treat complications of a dissection.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (dissection).